Event description:
As a working dentist, I have a serious concern regard to the dental product I used. Kerr permlastic polysulfide dental impression material. On the product box there is no indicating/ label of the health hazard of this impression material for pregnant ladies or cancer pts. This is very dangerous for either pregnant pt or dentists because this product contains lead. It can be inhaled during the procedure and cause birth defects and lung cancer as it is written separately inside the box. The content of this product contain lead. It is also used in other dental product companies other than kerr. It is a common dental material but it is hazardous for both pts and dentists and dental assistants who inhale the lead. Lead was banned for the paint, it should be banned for dental products that has direct contact in oral tissue and inhalation. It is a common dental impression material polysulfide. No one knows the hazard of lead content in the material because it was never listed on the outside of the box or product. This product should be discontinued because it is already being described as a product that can cause birth defect and cause cancer from the lead content. Please give explanation why this dental product can still be used in the market while the lead was already banned in the consumer paint in 1978. Please protect pregnant pts/dentists or normal pt who may have genetic factor for cancer.